Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that they had keypad anomaly of unresponsive buttons. The customer's blood glucose was around 47 mg/dl at the time of incident. The customer stated that they brought the blood glucose up by eating food. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All of the buttons are functioning properly during our testing. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.